Manufacturer narrative:
(B)(6) 2015 10:05 am (gmt-4:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A maquet field service technician evaluated the unit in question. The reported failure could be reproduced. During the investigation on the product a defective control board was found. The defective control board was replaced and the device was tested for functionality. The manufacturer requested the return of the defective board for further evaluation.a supplemental report will be sent if new information becomes available.

Event description:
It was reported that during start up of the device in question the pump turns speed up on its own. Error message "run-away" was displayed. (B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician evaluated the unit in question. The reported failure could be reproduced. During the investigation on the product a defective control board was found. The defective control board was replaced and the device was tested for functionality. The manufacturer requested the return of the defective board for further evaluation. The defective control-board was returned to the manufacturer and evaluated. It was confirmed that the digital isolator ic32 was destroyed through hotplug of the drive. "Hotplug" describes the disconnection of the drive, while the console is still turned on. According to the instructions for use (IFU) (section 4.1.3 - installing the rotaflow drive): switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. Therefore it can be concluded that the instructions were not followed correctly, which led to the damage on the device. Since the hotplug of the device can also damage the rotaflow drive (rfd) the drive should also be sent back for an inspection. Therefore the rfd was also requested to be returned to the manufacturer. Based on the available information to the manufacturer at this time the reported error message "hochlauf" can be confirmed. A damage on the digital isolator ic32 of the control board was found and it can be concluded that the digital isolator ic32 was destroyed through hotplug. Of the drive and therefore due to not following the IFU.

Event description:
(B)(4).